Manufacturer narrative:
The manufacturer report number has been corrected and reported under 1644019-2019-00008. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to patient contact, it was noticed that multiple knives had a burr on the tip of the blade. Alternate knives were used to complete the procedures. There was no patient involvement.